Event description:
Encountered difficulty in deploying the contralateral attachment system. Contralateral attachment system was eventually deployed. As a result, the torque catheter, contralateral capsule and guide wire were removed as an assembly. Wire access was lost. Angio showed flow was compromised in the contralateral limb. A femoro-femoral was performed and the contralateral limb was tied off.